Manufacturer narrative:
(B)(4). The opt946 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: fisher & paykel healthcare did not receive the complaint cannulae for evaluation. Our investigation is based on information provided by the hospital. Results: the hospital had reported that the tubes of both cannulae had a large hole in them. The hospital confirmed that the tubing was not detaching from the cannula. Conclusion: the described damage is most likely the result of pulling on the cannula tubing with undue force. If, for instance, the clothing clip is not used, additional strain is transferred to the cannula tubing. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt946 nasal cannula include the following steps: - ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. - cannula can become unattached if not used with the head strap clip. - attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: - do not crush or stretch tube, to prevent loss of therapy. - failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A hospital in (B)(6) reported that the tubings of two opt946 nasal cannulae had a "very large hole". There was no patient conseqeunce.